Event description:
It was reported that the patient was seen for injury. Per dictation, this is a ¿[patient] was involved in a work accident; apparently a very large piece of machine had rolled out around to him. There is no report of loss of consciousness and he comes relatively hemodynamically stable, awake, and oriented. He had no sensation for approximately the way he is down. There was no movement. He had no sphincter tone. The steroid protocol was started. CT of the back showed evidence of a very severe tl2 fracture dislocation. MRI was done and showed evidence of severe cord involvement.¿ patient is believed to have t11 and t12 fractures with paraplegia, right pneumothorax, and chest tube inserted, fractured right ribs, and lumbar transverse process fractures. The patient underwent the following imaging studies on (B)(6) 2007: CT of the abdomen with intra venous contrast-results show rightsided pneumothorax. Minimally displaced right sided rib fractures are evident posteriorly. There is a fracture of what appears to be t11 with significant offset of the canal with complete effacement of the canal at tllt12. Transverse process fractures on the right of l1, l2, l3 and l4 are evident. CT scan of the cervical spine, without contrast-no evidence of fracture of the cervical spine. CT lumbar spine, without contrast- complete effacement of the canal of t11, t12. Anterolisthesis 15 mm with compaction fracture of t12 and what appears to be an associated fracture of the inferior margin of t11. CT of the pel vis with intra venous contrast- no free fluid in the pelvis. Transverse process fractures on the right. T 11 and t12 vertebral body fracture with spondylolisthesis at t11 and t12 with complete effacement of the canal. CT thoracic spine- complete effacement with 15 mm of spondylolisthesis of t11 relative to t12 with complete effacement of the canal. No other fractures identified. Multiple right sided rib fractures are noted minimally displaced. CT chest with contrast- right sided pneumothorax. Associated atelectasis. T11 and t12 fractures with spondylolisthesis resulting in complete effacement of the canal. MRI lumbar spine without contrast- results show again noted is the recent extensive crush fracture with concurrent superior shearing fracture involving the t12 vertebral body as described earlier. Fifteen mm anterolisthesis of t11 upon t12 remains. Extensive comminution is seen at the site as better defined on the CT study earlier today and a small to moderate paraspinous hematoma is seen, extending from the level of the inferior endplate of t11 downward to the lower aspect of ll. Some hemorrhagic changes are noted to extend into the paraspinous muscles locally. Concurrent recent mild superior endplate fracture involving the t10 vertebral body is noted. Recent oblique variably displaced transverse process fractures on the right side at the l1 and l2 levels are again noted, again better defined on the CT study. Other transverse process fractures at the l3 and possibly l4 levels are not as well defined here as no axial images reach those levels here. Very severe narrowing of the spinal canal is seen at the level of the t11 and t12 interspace and only about 5 mm average canal diameter remains at the level of injury. Conus medullaris is located at the t12/l1 interspace level on this patient. Thus, the changes of bone impingement affect the spinal cord at the level of injury where cord signal abnormality compatible with edema and/or hemorrhage is seen, though difficult to define at the level of injury due to the severe cord compression noted. Mild disc desiccation with mild diffuse posterior disc bulging is incidentally noted at the lumbosacral junction. It was reported that on (B)(6) 2007 the patient presented with a t11/t12 fracture and spinal cord injury. The patient underwent a posterior lateral fusion t10-l1 using autograft and bmp; t10-l1 segmental posterior pedicle screw fusion; t11 and t12 decompressive laminectomy; reduction of t11/t12 chance fracture. Per the operative report, ¿the rods were placed and bone morphogenic protein mixed with local autograft was then placed in the posterolateral gutters to allow fusion. The screw heads were tightened to torque specifications. A cross-link was not needed. The wound was irrigated with copious amounts of antibiotic irrigation and then closed in layers. The patient tolerated the procedure well and went to postanesthesia recovery in stable condition.¿ on (B)(6) 2009 - bone scan reportedly c/w heterotopic ossification in hips; increased uptake at t10 and pedicles t12; xr pelvis showed moderate heterotopic bone formation bilateral hips and proximal thighs; chronic neuropathic pain. On (B)(6) 2010 ¿ patient is seen for follow-up for pain. Patient has constant pain right hip, right chest wall, low back; tingling both legs; heterotopic calcification right hip. Patient is believed to have right hip heterotopic ossification. On (B)(6) 2013- patient was seen for follow-up and noted to have severe ossification in his hips with osteoarthritis. Hip replacement discussed. On (B)(6) 2013 - xr right hip - osteophyte formation bilateral hips; heterotopic ossification surrounding bilateral femurs; diffusely decreased bone mineralization. On (B)(6) 2013 ¿ patient was seen for follow-up with pain on the right. Patient is believed to have right hip heterotopic ossification s/p surgery.

Manufacturer narrative:
Concomitant products: pedicle screw instrumentation, local bone graft (implant (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.